Manufacturer narrative:
The device was received. Investigation is not complete. The no audible alarm tones that the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial testing at the manufacturing facility, the device did not sound audible alarm tones during an alarm condition.